Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was probably about a week ago the pts stimulation therapy would shut off on its own. When they would unlock the controller it would show stimulation was off when looking at the therapy home page, so they would have to turn it back on. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.